Event description:
Inflammatory reaction, granulomatous changes. Info was received from a physician regarding pt with a history of bilateral knee osteoarthritis. The pt had received zeel p (homeopathic nos) and meaverin (mepivacaine hydrochloride) as concomitant medications for unspecified indications. The pt was treated for knee arthrosis with 4 intra-articular synvisc injections into the right knee in 2000. After receiving the 4th injection, the pt experienced an inflammatory reaction in the injected knee joint. The pt was hospitalized where the event was treated with anti-inflammatory medication (unspecified). In the reporting physician's opinion, the pt did not have an infection in the injected knee. In 2000, three weeks after the last synvisc injection, the pt underwent a total knee replacement, which the surgeon reported was "a necessary surgical procedure required to treat the inflammation of the knee joint". The pt recovered from the adverse event. Biopsy results from an apr-00 (unspecified) knee joint synovial tissue sample revealed "severe" granulomatous changes. In the opinion of a pathologist, the granuloma phenomena was described and characterized as palisading containing a fluid center, an inner wall consisting of multinuclear giant cells, and an outer wall made up of macrophages (cd 68-positive). The outer wall was surrounded by newly formed collagen fibers with lymphocyte infiltrates in the vicinity. The manufacturer's quality assurance department performed a review of synvisc product release data from both the u.s. And canadian facilities. The data review did not indicate any trends that could be associated with any product complaints. Manufacturer's comment: a retrospective review of the info contained in this case revealed that surgical intervention was required to treat the knee joint inflamation, which occurred after the pt received a fourth synvisc injection. Although a causal relationship between the event and synvisc was not reported, the surgeon did report that the tkr was necessary to treat the event. The possibility cannot be ruled out that synvisc may have caused or contributed to the pt's adverse experience. This case is therefore being submitted to the FDA as a 30-day report. 2000: hospitalized, treated with unspecified anti-inflammatory medication. 2000: total knee replacement surgery.